Event description:
Per the clinic, open circuits were noted on 5 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, more than three re-insertion attempts were made during initial implantation for this recipient. Subsequently, the device was explanted (specific date not reported) under general anesthesia. The patient was then reimplanted with another cochlear device during the same surgery.